Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/14/2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had voltage. A pairing test was performed and the test passed. Functional testing was also performed and the test passed . A review of the shared data log did not observe any errors related to the customer complaint. The reported event of a low transmitter battery was not confirmed. A root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of permanent loss of connection.